Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Concomitant medical products: product ID: bi71000175r, serial/lot #: s/n: (B)(4). Product ID: bi71000163, serial/lot #: none. The manufacturer representative went to the site to test the imaging system. Troubleshooting found that the battery charger and battery tray 2 measured 26.5 volts and needed to be replaced. The battery charger and battery tray 2 were replaced and system functions were checked. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000175, lot/serial #: (B)(6) h3) the charger enclosure was returned to the manufacture for evaluation. After functional testing, performance testing, visual/phys ical examination and usability inspection the reported issue was not confirmed. Charger enclosure was dusty, and matted on fans. It was cleaned and installed into a known functional system. The system initialized. Motion, generator, communication and charging readied. 2d and 3d images were successful. No failure was found. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the left battery led on the image acquisition system (ias) was blinking red. The site turned on the system for a usability check and identified, that the most left led on the ias battery indicator panel was blinking red. The next step was for the manufacturer representative to troubleshooting at the site and identify if this was a battery charger issue. No patient was present at the time of the event.